Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to the high blood glucose level (B)(6) 2018. The customer¿s blood glucose level at the time of the incident was 567 mg/dl. The customer¿s other relevant blood glucose level was 356 mg/dl and 300 mg/dl. The customer was treated with insulin. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy.